Manufacturer narrative:
Correction made to g3: date received by MFR: 10/22/2022 (previously submitted as 10/26/2022) additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from april 02, 2022 - april 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a single white polymeric appearing elongated particle morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a clear string like particle. This issue was identified before use. There was no patient involvement. No additional information is available.